Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the right ventricular lead exhibited noise. The patient presented for right ventricular lead revision. The lead was explanted and replaced. During the procedure, an old capped right ventricular lead caused vascular tear. Patient condition worsened, and cardioversion was performed. The patient was stable later and planned coronary by-pass procedure was started. It was unable to view the noise episodes due to high speed telemetry timeout. The device was explanted and replaced during the same procedure. Additional information: 2017865-2019-06508; 2017865-2019-06509.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (distal end) was returned in one piece. Visual inspection of the lead found two external insulation abrasions at 38.1cm to 38.2cm and 41.0cm to 41.2cm breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression, consistent with friction to the device can and the reported event.